Manufacturer narrative:
This report has been identified as b. Braun (B)(4). We received one used, half filled (contaminated with cytostatic agent) easypump ii lt 270-270-s without packaging. The received sample was taken to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The wing cap was not assigned by the customer. After opening the top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone). We detected no air inside the triangle tube or microbore tube but we detected an air bubble inside the flow restrictor. We did not detect any residues of fluid inside the lla-cone of the pt connector. Additionally the sample was taken to a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while, the pump did not work (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). Leakages were not detected at the sample. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bb in (B)(4)): no drug flow. Drug: 5fu.